Manufacturer narrative:
The reported event is unconfirmed. Received three (3) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter. Received one (1) used all-silicone temp sensing foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it took longer than usual, likely about 30 seconds to 1 minute, to drain water from the foley catheter during extraction. Per follow up information received via ibc on 27nov2023, stated that there was no resistance while inflating the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it took longer than usual, likely about 30 seconds to 1 minute, to drain water from the foley catheter during extraction. Per follow up information received via ibc on 27nov2023, stated that there was no resistance while inflating the balloon.